Event description:
It was reported the powered wheelchair recline assembly housing has broken. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us.